Manufacturer narrative:
Review of the run data shows there are no abnormalities observed in these 6 samples¿ pcr curves that may indicate a system issue. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Based on the CT value obtained in the positive result, this sample contains viral material near the lod of the assay. The discrepant results between the cobas liat and procumcure phoenixdx sars-cov-2 ivd tests is likely due to different in assays sensitivity between the cobas liat test and the phoenixdx test. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia reported 6 discrepant results of sars-cov-2 with the cobas liat sars-cov-2/flu assay when compared to procumcure phoenixdx sars-cov-2 ivd test. Initial test generated positive results for sars-cov-2 with the cobas® liat sars-cov-2 & influenza a/b assay. When re-tested with procumcure phoenixdx sars-cov-2 ivd assay, results were negative. Review of the run data shows there are no abnormalities observed in these 6 samples¿ pcr curves that may indicate a system issue. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Based on the CT value obtained in the positive result, this sample contains viral material near the lod of the assay. The discrepant results between the cobas liat and procumcure phoenixdx sars-cov-2 ivd tests is likely due to different in assays sensitivity between the cobas liat test and the phoenixdx test. According to each products method sheets, the liat test can detect viral concentrations at 6 copies/ml and the pheonixdx sars-cov-2 lod is 50 copies/rxn (20 ¿l). No harm in indicated. Six (6) mdrs, one per each alleged sample result, will be filed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) reported 6 discrepant results of sars-cov-2 with the cobas liat sars-cov-2/flu assay when compared to procumcure phoenixdx sars-cov-2 ivd test. Initial test generated positive results for sars-cov-2 with the cobas® liat sars-cov-2 & influenza a/b assay. When re-tested with procumcure phoenixdx sars-cov-2 ivd assay, results were negative. Out of the 6 alleged discrepant results, only 5 sample ids were found in the data. Review of the run data shows there are no abnormalities observed in these 5 samples¿ pcr curves that may indicate a system issue. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Samples 4 and 6 have cts near the limit of detection for the liat® test. However, sample 4 was retested on the cobas liat and the positive result repeated, further supporting true amplification. The discrepant results between the cobas liat and procumcure phoenixdx sars-cov-2 ivd tests is likely due to different in assays sensitivity between the cobas liat test and the phoenixdx test. According to each products' method sheets, the cobas liat test can detect viral concentrations at 12 copies/ml and the pheonixdx sars-cov-2 lod is 50 copies/rxn (20 ul). No harm in indicated. Six (6) mdrs, one per each alleged sample result, will be filed.

Manufacturer narrative:
Out of the 6 alleged discrepant results, only 5 sample ids were found in the data. Review of the run data shows there are no abnormalities observed in these 5 samples¿ pcr curves that may indicate a system issue. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Samples 4 and 6 of the samples have cts near the limit of detection for the cobas liat test. However, sample 4 was retested on the cobas liat and the positive result repeated, further supporting true amplification. The discrepant results between the cobas liat and procumcure phoenixdx sars-cov-2 ivd tests is likely due to different in assays sensitivity between the cobas liat test and the phoenixdx test. According to each products' method sheets, the cobas liat test can detect viral concentrations at 12 copies/ml and the pheonixdx sars-cov-2 lod is 50 copies/rxn (20 ul). Corrected information to specify that only 2 samples out of the 6 are lod and that no data was found for 1 of the 6 samples. Also corrected the sensitivity of the cobas liat test to 12 copies/ml. (B)(4).